Event description:
It was reported that the pump exhibited a force sensor failure. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case on both front corners were cracked and chipped out, the right plunger case was cracked, and the rubber feet were missing. A review of the event history log identified force sensor error. During the functional testing the reported issue was able to be duplicated during power up. The root cause of this issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced the whole plunger assembly, plunger tube and plunger cable. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.